Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker triggered a lead safety switch due to an out of range right atrial (ra) pacing impedance measurement of greater than 2,000 ohms. The patient reported that they felt the switch and had presented to the emergency room, and they were admitted for observation. Upon interrogation, all measurements were within normal limits, and there was no noise noted. Troubleshooting options were discussed. The physician was going to continue monitoring the patient. No adverse patient effects were reported. The device remains in service.